Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (600 mg/dl) and diabetic ketoacidosis considered dangerous by health care provider. Customer was treated in the emergency room with intravenous insulin and subsequently admitted to the hospital. The cause was determined to be "bad insulin". Customer continued to receive intravenous insulin while hospitalized and the issue resolved. There was no permanent damage. Customer could not remember hospital discharge date.